Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Retractor. The analysis found that one device was returned with the retractor torn. Visual inspection of the retractor showed that the ring on the rough side of the retractor was torn from the retractor body. The seal cap and ring were found to be in good condition. The reported incident was confirmed however how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us.

Event description:
It was reported that during a single site appendectomy procedure, at the end of the procedure they were trying to put the caps back on and the top ring broke away from the retractor. "They were not using the piece that protects the retractor." The piece that broke off did fall into the patient and was able to be retrieved through the single site incision. There was no adverse consequence to the patient.